Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported a heparin infusion ordered per protocol for a prothrombin time (ptt) of 45.1 at 2000. The pump was programmed to 16ml/hr. (9.357 units/kg/hr.) Instead of the intended rate of 16 units/kg/hr. Per report, the patient's chart reflected the correct dose (16 units/kg/hr.); however, the dose patient was received 9.357 units/kg/hr. Which was less than ordered. The physician notified and the dose was titrated up to 10.357 units/kg/hr. As the protocol is to increase the dose by 1 unit/kg/hr. The patient had no clinical symptoms per report. Although requested, the customer declines to return samples for investigation.